Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: we have checked the operation using our own probe and could not confirm the problem you reported. We checked the error log and found one error of probe recognition failure. There is a possibility that the problem you reported was caused by the handpiece. In addition, we confirmed that one rubber foot on the bottom of the main unit was missing. Although unrelated to the problem you reported, we confirmed that the setting value for device recognition is low. The service report was sent to the customer that describes this equipment is out of specification. -functional: fell apart. Per service reports, this complaint was not confirmed. Based on service manual operational and diagnostic, the device was not performing to specification, and it was returned to the customer unrepaired. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the device had an unspecified error. During service evaluation, the following defect was identified: functional : fell apart. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.